Event description:
The surgeon implanted aa aq2010v silicone lens. The lens was removed due to the pt having weak zonules. No pt injury. The iol injection cartridge was an aq cartridge fp, lot number unk. The iol injector model and lot number unk.